Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product assessment. The return sample includes the header bag, the hemostasis sheath, the arteriotomy locator, and an unopened poly-foil pouch. The device underwent visual analysis. The device was observed to be in a used condition as the sheath and locator were removed from their packaging. A kink at the blood inlet holes was identified. The temperature sensor was triggered on the packaging. A picture of the device was also provided depicting the header bag, the hemostasis sheath, the arteriotomy locator, and an unopened poly-foil pouch. A picture of the device was also provided depicting the header bag, the hemostasis sheath, the arteriotomy locator, and an unopened poly-foil pouch. The complaint can be confirmed as a kink was identified at the blood inlet holes of the arteriotomy locator. Although the temperature dot has been triggered, it is likely that the device was exposed to higher temperatures during return transit to terumo and does not contribute to the complaint event. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the operator found the tip of dilator was bent during assembly before use. The physician then stopped the operation. No blood loss was reported.